Event description:
The incident involved stopcock with 2 clave® w/green rings on an unknown date. The customer reported that the manifold experienced leakage at the junction between the manifold and the tubing leading to the patient (child). The customer was unable to confirm whether the necessary treatments were administered to the child. There was patient involvement, unknown adverse events/human harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.